Manufacturer narrative:
The correction of d4 catalog #, h4 manufacture date deems required. This is based on the internal evaluation. Previous d4 catalog # ardpwd239027a, corrected d4 catalog # ard568350933. Previous h4 manufacture date: 2015-09-30, corrected h4 manufacture date: 2015-06-03. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the one part of the light's handle falls down to the patient. Further information from the getinge technician indicates that the spring fell to the ground. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter expert at manufacturer¿s. The sterilizable handle fall is due to locking mechanism disengagement. Two possible causes have been identified: first cause: wrong positioning of the circlip in its slot. Second cause: breakage of the circlip because of oxidation. The first cause can be ruled out because since november 2012 circlip assembly operation is checked at 100% at the supplier. The second cause (circlip breakage because of oxidation) is then the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. According to this result, the modification has been applied in our production line since 09th november 2017. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site name:(B)(6) hospital. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation. Event site state: (B)(6).

Event description:
On 5th september, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the one part of the light's handle falls down to the patient. Further information from the getinge technician indicates that the spring fell to the ground. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.